Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was thought to be unresponsive, and troubleshooting determined user error with the button press duration; the device is now functioning after education on proper button use. Symptoms included no clinical symptoms. Outcomes included no impact beyond temporary device use interruption. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed the device operated as designed when the button was held appropriately. It was concluded that the event was due to user error and not a device malfunction.